Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient had recently undergone a non device related gastric bypass surgery and has lost weight. The physician elected to explant the entire system as the patient wasn't using the device. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.